Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 200 mg/dl after more than 48 hours of pod wear on the leg. The patient reported that the omnipod controller displayed an error message stating ¿missing sensor values¿ at the time of the event and the adhesive was found to be wet, suggesting a potential insulin leak from the pod. It was further noted that, upon pod removal, the skin at the infusion site exhibited small red bumps. The patient developed symptoms including headache, which promoted her to seek medical attention. The patient presented to the emergency room, was diagnosed with elevated blood glucose levels, and received treatment consisting of insulin injections. The patient remained under observation for approximately three hours and returned home the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported pod communication error or insulin leak, or to determine if these conditions could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.